Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date in 1997. Subsequently, the patient was revised on (B)(6) 2013 due to pain. The head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.